Event description:
A home patient (hp) contacted (B)(4) regarding a system error system error (se) 2240 (air in line) alarm during dwell 3. The hp was connected to the machine. All bags were not properly connected and spiked. Hp stated received se 2240, she recycled power and se 2367 alarmed. Hp then recycled power again to press go to start. Hp did not disconnect and se repeated again in dwell 1/1. Technical service representative (tsr) explained to hp se 2240 indicated air has entered setup and se 2367 ended therapy. Tsr explained she should not reuse the same supplies after a se 2240 and needed to start over with new supplies. Tsr had hp recycle power to se 2367 again, then to press go to start. Tsr had hp disconnect herself. Tsr advised hp will need to call pd renal nurse (rn\n) and inform se 2240. The hp will start over with new supplies.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4).there was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.